Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break and catheter removal difficulties were encountered. The 95 to 100% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal superficial femoral artery (sfa). A 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced and used for dilatation. Upon removal, the shaft broke near the balloon. The proximal portion wad removed and the distal portion was stuck in the sheath. Subsequently, the sheath was removed. A new wire was placed and the procedure was continued. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter in two pieces. A portion of the balloon and distal shaft were completely separated. The shaft, hypotube, and bonds were microscopically and visually examined. The balloon had a complete circumferential tear 18.5 cm from the tip. The inner shaft is separated 10.4cm from the tip. Here is no evidence that the device failed to meet applicable product specifications prior to shipment. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break and catheter removal difficulties were encountered. The 95 to 100% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal superficial femoral artery (sfa). A 4.0mm x 220mm x 150cm coyote balloon catheter was advanced and used for dilatation. Upon removal, the shaft broke near the balloon. The proximal portion wad removed and the distal portion was stuck in the sheath. Subsequently, the sheath was removed. A new wire was placed and the procedure was continued. No patient complications were reported.